Event description:
It was reported that the patient was having difficulty charging the ipg as it would not hold a charge and would not charge in full. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned to bsn.